Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device explant for normal battery depletion, while removing the lead from the device header, the outer insulation broke. The lead was explanted and replaced. Patient condition was good after the procedure.